Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted there were no abnormalities that would have caused or contributed to the reported condition. Functional testing noted abnormalities during adapter and reload calibration. The handle had 270 of 300 procedures remaining. A review of the system logs showed evidence of field programmable gate array (fpga) reset/reprogram failures. According to this data, the handle was running v29.6 software at the time of the fpga reset/reprogram failures. It was reported that the instrument did not work. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure, the powered handle was intermittent. When changing a reload to purple that there were issues with the purple reload, it was unloaded and reloaded four times but still handle was intermittent. Medtronic's initial evaluation of the incident device found that the analysis of data stored on the handle shows evidence of field p rogrammable gate array (fpga) reset/reprogram failures.